Event description:
Customer reported via phone, the insulin pump had alarmed no delivery indicating there was a possible occlusion. Customer states she change the complete set five times. Customer's blood glucose was 381 mg/dl, current 223 mg/dl. Troubleshooting was performed and no issues were noted on the insulin pump. Reservoir might have been occluded. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.